Event description:
It was reported post a percutaneous coronary intervention procedure, a "stent collapsed" occurred. In (B)(6) 2013, a veriflex stent was implanted at another facility. In (B)(6) 2014, the patient reported that the veriflex stent ¿collapsed.¿

Manufacturer narrative:
If implanted, give date: (B)(6) 2013. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).